Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's display was not readable. The customer's blood glucose level was 160 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.